Event description:
It was reported the customer was hospitalized twice in one week for diabetic ketoacidosis. The customer's mother stated the customer was in the intensive care unit at the time of the call. Customer's mother also believed the insulin pump malfunctioned and was not delivering insulin properly to the customer. The customer was hospitalized on (B)(6) 2015 with a blood glucose of 368 mg/dl. The mother stated the customer was in pain and vomiting, causing them to be hospitalized. Customer was treated with an insulin drip, dextross, and potassium at the hospital and was released a day later. Customer was also hospitalized on (B)(6) 2015 with a blood glucose of 440 mg/dl. It was found the customer received a no delivery alarm. Customer's mother changed the infusion site, but the customer's blood glucose did not decline. The mother requested a replacement insulin pump. No additional information provided.

Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no deliveyr tests. No excessive no delivery alarm noted. Unit was communicated proply with onetouch ultra link bg meter. Unit had cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoit tube lip and missing end cap sticker.